Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Hi pot test passed. Patient hi pot test passed. Safety analyzer test passed. Functional display test passed. Voltage check passed. System air leak test passed. Valve actuation test passed. Post-accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that they received a make sure hb is on ht message during fill 5 of 6 of treatment on (B)(6) 2026. The message occurred several times during treatment. The patient noted that during set up of treatment, the patient moved the cycler away from the wall and noticed a spark from the back of the cycler where the power cord is plugged in. The spark caused the cycler to power down and the patient had to reset up treatment. The patient reused the same bags and cassette. Technical services assisted the patient in bypassing dwell 5 of 5, but the message continued. The patient did a stat drain and canceled treatment. It was noted that there was no power outage, no outlet issue, power cord was securely plugged in, and the power switch was in the on position. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. There was no patient serious injury or medical intervention required as a result of this event. There was no damage to the patient¿s home or belongings. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that they received a make sure hb is on ht message during fill 5 of 6 of treatment on (B)(6) 2026. The message occurred several times during treatment. The patient noted that during set up of treatment, the patient moved the cycler away from the wall and noticed a spark from the back of the cycler where the power cord is plugged in. The spark caused the cycler to power down and the patient had to reset up treatment. The patient reused the same bags and cassette. Technical services assisted the patient in bypassing dwell 5 of 5, but the message continued. The patient did a stat drain and canceled treatment. It was noted that there was no power outage, no outlet issue, power cord was securely plugged in, and the power switch was in the on position. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. There was no patient serious injury or medical intervention required as a result of this event. There was no damage to the patient¿s home or belongings. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.